Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, while inserting the enroute arterial sheath, the 0.035" j-wire moved back and caused a dissection. The physician elected to convert the procedure to carotid endarterectomy (cea) and surgically repair the dissection to resolve. It was reported that the patient was neurologically intact after the procedure.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.